Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve IV line was blocked and couldn't be flushed. The following information was provided by the initial reporter: "we have had many bd smartsite devices fail. When connected to the saline lock tubing, we are unable to flush IV lines in 3 to 4 out of 10 patients using these devices."

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve IV line was blocked and couldn't be flushed. The following information was provided by the initial reporter: "we have had many bd smartsite devices fail. When connected to the saline lock tubing, we are unable to flush IV lines in 3 to 4 out of 10 patients using these devices."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: sample was misplaced after decontaminated and can't be located. The customer complaint that the smartsite will not flush could not be verified because sample was misplaced. A definitive root cause for the customer's experience could not be determined as sample was misplaced. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. A device history record review for model 2000e lot number 21095468 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21095468 regarding item #2000e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve IV line was blocked and couldn't be flushed. The following information was provided by the initial reporter: "we have had many bd smartsite devices fail. When connected to the saline lock tubing, we are unable to flush IV lines in 3 to 4 out of 10 patients using these devices."